Event description:
Upon applying pressure to the exit site of the triple lumen catheter which was placed in left groin, a guide wire tip was found to be sticking from the insertion site. Physician removed guide wire, pressure applied until bleeding stopped.